Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, describe event or problem: dates estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat an unspecified lesion. The 5 mm x 80 mm x 135 cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion. However, the balloon failed to inflate. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: the armada 35 balloon dilatation catheter was removed without issue and was replaced with a new armada bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.